Manufacturer narrative:
UDI number: (B)(4). High gradient can be a result of possible valve related and/or non-valve related issues. The root cause of this event cannot be conclusively determined with the available information. However, the high gradient in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient¿s underlying valvular disease pathology. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 11500a pericardial aortic valve has expired after an implant duration of 19 days due to unknown reasons. Prior to the patient's death the patient had a gradient of 40mmhg.